Event description:
The pt reported the surgeon had indicated their pump was broken and needed replacement. The pump was listed on the cap detach recall list and was replaced following the notification. Add' l info has been requested from the hcp, but was not available on the date of this report.